Event description:
In 2009, the lay user/pt's spouse contacted lifescan (lfs) alleging that the pt's onetouch ultra meter was prompting an "ER 2" message and also would not power on. The medical surveillance specialist spoke with the pt two weeks later, and obtained the following info. The pt reported that he first began to obtain the "ER 2" message approximately 3-4 months prior to contacting lfs. Per the onetouch ultra owner's booklet, this error message could be caused either by a used test strip or a problem with the meter. The pt was unable to confirm when the alleged power issue began. Despite of the alleged error message, the pt claimed he continued to take his usual dose of insulin (20 units of unk type) at bedtime every day. Approximately 2 weeks after the error message began to appear, the pt claimed he developed symptoms of cold sweat, feeling shaky, and having frequent headaches. On an unspecified date approx three months prior, the pt reported that he went to the emergency room as a result of experiencing chest pain. At the time of the visit, the pt confirmed he had already been experiencing the other symptoms noted above and when he arrived to the ER his blood glucose was "360 mg/dl" when tested with the ER/hosp meter. The pt reported that he was treated with insulin (type and dose unk) and hospitalized for 1 day. At the time of troubleshooting, the customer care advocate (cca) noted that the subject meter did power on manually; however, an "ER 2" message immediately appeared. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issues, and later was treated for hyperglycemia by an hcp.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.